Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2000 mcg/ml at 600 mcg/day) via an implantable pump. The pump's indications for use (ifus) were noted as intractable spasticity and other spasticity. It was reported that an empty reservoir alarm occurred. The hcp had a programmer. The rep wasn't with the hcp and wasn't able to work through any programming at the time. The patient came in for a refill on friday and the hcp filled the pump with 20 ml. The hcp attempted to program the pump for the refill, but was not able to figure out how to get through the screens/tabs in the infusion application to update the pump. The rep did not have much information about the exact reason why they could not get through the tabs. The rep stated that the critical pump alarm was occurring and she believed the alarm was occurring prior to friday (B)(6) 2016, but did not have any additional information. It was unknown whether the patient missed a refill appointment. No symptoms were reported. The hcp wanted to know what the reservoir volume should be in the pump at that time. The rep was going to assist with updating reservoir volume. The refill was on friday (B)(6) 2016 between 2 and 3 pm. It was calculated that the pump should have delivered 1.749 ml since the refill and there should be 18.25 ml left in the reservoir. No symptoms were reported. Additional information received from the rep indicated that the pump was refilled and updated. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.